Event description:
Our customer, (B)(6), called us on (B)(6) 2015 to tell us he thinks he may have been too aggressive with a patient during a tattoo removal treatment. Mr. (B)(6) asked us to come inspect and check the power on the spectrum laser/ipl he previously purchased. Mr. (B)(6) told us on (B)(6) 2015 that the patient would be fine and there would be no further issues but he wanted to make sure the device was working properly.